Event description:
During a review of the FDA maude database, report number 2649622-2012-05816 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by FDA from medtronic (B)(4), on (B)(6) 2012. The report summary states: "it was reported that the lead was oversensing. During the laser extraction procedure to remove the lead, there was a perforation resulting in tamponade, pericardial effusion and cardiac arrest. The patient was treated with cardiopulmonary resuscitation and pericardiocentesis was done. The lead was partially extracted and replaced. No further patient complications have been reported as a result of this event."